Manufacturer narrative:
It was reported by the facility that during a drain removal part of the drain 'broke off and a small portion remained in the patient and had to be surgically removed'. No additional details are available. The sample has been returned and is pending evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that during a drain removal part of the drain 'broke off and a small portion remained in the patient and had to be surgically removed'.

Manufacturer narrative:
It was reported that while placing the drain during surgery the drain broke. The broken drain was removed and a new one was placed. There was no injury caused to this patient and no additional measures were needed. No additional details are available. The sample was returned to the manufacturer for evaluation and the customer reported issue was confirmed. The wound drain was ripped however a definitive root cause could not be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that while placing the drain during surgery the drain broke. The broken drain was removed and a new one was placed.